Event description:
It was reported by MDR report # mw5144884 that on an unknown date, the doctor let sales consultant know that while trying to remove stryker broken screws, they had difficulties getting the screw extraction instruments (conical extractors) to work. The doctor ended up using a rongeur instrument and was able to successfully remove the screws. The sales consultant gave the doctor some advice and feedback on intended use to ensure they are being used properly for best success. No other information is available. The surgery was completed successfully. The patient outcome is unknown. This report reflects information received by FDA in the form of a notification per 803. 22 (b)(2).

Manufacturer narrative:
Based on the available information the device disposition unknown therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.